Event description:
A report was received that the post implant patient went back to the hospital as she was paralyzed from her waist down and there was a hematoma at the paddle site. The physician was unsure of the cause of the hematoma and believed that the patient¿s very high blood pressure post-operatively could have contributed to the event. The physician believed that the paralysis was procedure related. The patient underwent an explant procedure and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.